Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00360 on 23-sep-2019. Additional information (24-oct-2019): siemens further investigated the issue and determined that there was no indication of an instrument malfunction when the affected sample was processed. Quality controls were within acceptable ranges. The customer indicated that they were not spinning their samples properly and improper centrifugation may contribute to discordant, falsely elevated cardiac troponin I (ltni) results. Improper centrifugation of samples can cause a higher percentage of platelets, white cells and other cellular debris to be layered above the supernatant. The initially high ltni value is consistent with aspiration of these cellular components, causing clumping of chrome and poor washing of excess conjugate. Excess conjugate in the reaction cuvette potentially contributed to discordant, falsely elevated ltni result. The conclusion code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that one discordant cardiac troponin I (ltni) result was obtained on a dimension xpand plus with hm. A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and performed the following: inspected all alignments and found them to be within specifications; replaced the pump cassettes as the heterogenous module (hm) was not replaced since (B)(6) 2019, and the cleaner pump heads were not replaced since the preventive maintenance (pm); inspected the temperature and determined the cuvette temperature was 38.3, and readjusted the temperature to 37.0; adjusted the hm temperature to 42.0; checked all motors for pumps, photometer values, cuvette production and film height. The cse ran quality control (qc), and qc recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
One discordant, falsely elevated cardiac troponin I (ltni) result was obtained on a patient sample on a dimension xpand plus with hm instrument. The initial result was reported to the physician(s), and the physician(s) questioned the result. The sample was repeated on the same and an alternate dimension vista instrument resulting lower. The repeat result was reported as the correct result to the physician(s). The customer indicated that the patient was transferred to a hospital for observation and repeat testing. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.